Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however the clip became entangled with the chords and the leaflets could not be grasped. The cds was removed without issue. Another clip was implanted on the lateral commissure, reducing mr to 1. One day post procedure it was noted the clip detached from the anterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. After reviewing the post-procedural echo images, the physicians determined there was a tear in the leaflet to cause the slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific product issue. Based on the information reviewed, the single leaflet device attachment (slda) was caused by tissue damage. A cause for the reported tissue damage could not be determined. The reported mitral regurgitation (mr) was an outcome of the slda. The reported mr and tissue damage are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.